Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that struts on proximal end were lifted from crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along several locations of the extrusion shaft. A recommended 0.014 test guidewire was loaded successfully. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced together with a non-bsc guide extension catheter. During the procedure, the stent's position was too close to the front, so the device was tried to advance in the back, but the stent got stuck due to calcification. The stent was tried to remove; however, the distal shaft got kinked and the proximal part of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced together with a non-bsc guide extension catheter. During the procedure, the stent's position was too close to the front, so the device was tried to advance in the back, but the stent got stuck due to calcification. The stent was tried to remove; however, the distal shaft got kinked and the proximal part of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported.